Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with myopotential over-sensing exhibited by their implantable cardioverter defibrillator. Programming changes were recommended to a healthcare provider. No patient symptoms or condition after the event were reported.